Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a interrogation due to tones, a fault code indicative of an open circuit was exhibited. This resulted in system deactivation and the patient hospitalized, pending resolution and/or information from boston scientific's technical services (ts). Collected data was reviewed by ts and the open circuit confirmed; exhibited during a recent shock for ventricular tachycardia. The shock was successful; however a higher than expected impedance measurement was noted. The recommendation was to ensure system integrity; likely via a revision to verify right ventricular (rv) lead connection and overall lead integrity. It's unlikely the device itself was damaged however ts stated it should be thoroughly evaluated during the revision. No other resulting adverse patient effects were reported. Subsequently, a revision procedure was performed. After opening the pocket, no structural changes were observed and all connections appeared appropriate and fully intact, confirmed via the recommended tug test. The rv terminal pin was then removed from the device header and again no anomalies were noted. The electrode and device were reconnected and impedances values measured. Measurements were on the high range of normal, thus the physician elected to replace both products due to an enhancement of system reliability. Both explanted products are intended to be returned for laboratory analysis. Replacement was reported without complications, with a new rv lead and boston scientific device.

Manufacturer narrative:
Upon receipt of this lead to our post market quality assurance laboratory, a visual inspection confirmed a complete lead with setscrew markings noted on the terminal pin in the correct locations. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body confirmed no conductor damage. Insulation damage and gore abrasions were noted on the distal shocking coil; however, contributed to the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.